Event description:
It was reported a balloon developed a pin hole leak following multiple inflations at approximately 15 atmospheres while declotting an arteriovenous fistula. Resistance was encountered upon withdrawal of the balloon catheter through sheath. As a result, the balloon catheter and sheath were removed as a unit. At that time,it was noted balloon material had detached in the pt. The balloon material was successfully retrieved utilizing hemostats. The procedure was successfully completed with this unit. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes the above factors may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event. Directions for use state: " due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."